Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during a case, staff stated that the device was arcing during the procedure. Staff noted that the settings were between 4-6. Investigation conclusion: the reported issue was not confirmed. The generator passed all functional testing with no failures found. The arcing could not be replicated in the laboratory environment. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, staff reported that the plasmablade device tip was arcing. There was no adverse effect to staff or the patient reported.